Manufacturer narrative:
The devices were not returned to solventum for analysis. Based on the problem description and photo provided, the reported issues were most likely y-connector leaks. Excessive handling or stress put on the y-connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported two 3m¿ ranger¿ blood/fluid warming high flow sets leaked blood and fluid during the same procedure. No injuries or medical interventions were required due to the alleged malfunctions.